Event description:
Patient reported that does not know devices are allergan, ruptured and silicone has spread, fever and tired and is anxious to have devices removed. Patient later reported lumps in the breast, swelling in the fingers "cant make a fist", pain in the chest that goes down to the arms. Device remains implanted.

Manufacturer narrative:
The event of "silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Patient reported left side "does not know if device [is] allergan, ruptured and silicone has spread, and is anxious to have devices removed. Patient later reported pain in the chest that goes down to the arms. Additionally patient reported the following events¿fever, tired, lumps in the breast, and swelling in the fingers (can¿t make a fist)¿- not device related . Device remains implanted. The record relates to the left side. Manufacturer of the device is unknown.